Manufacturer narrative:
No report of patient involvement. The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replaced the adapter cable to resolve the reported issue.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.